Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the outer insulation pulled from the connector sleeve and blood in/on helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that during implant attempt, the doctor observed the lead "give a little" during a routine "tug test", the lead body appeared to stretch when pulled. The pin plug connection also separates during "tug test". The device was not used. There were no patient complications reported as a result of this event.